Manufacturer narrative:
The subject device was returned to olympus for evaluation. In addition to evaluation in b5, due to deformation of light guide connector, water tightness was lost. The connecting tube had a scratch. Due to the wear of angle wire, the play of up/down knob was out of the standard value. Due to the wear of angle wire, bending angle in down direction did not meet the standard value. Forceps channel port was shaved. The suction cylinder was shaved. The switch button 1 had a scratch. The scope cover had a scratch. Grip had a scratch. The switch box had a scratch. The universal cord had a scratch. The light guide cover glass had stain. The video cable had a scratch. The video connector case had a scratch. The electrical contact of the video connector had a scratch. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported malfunction. The DHR confirmed that the subject device was shipped in accordance with the specifications. The foreign material was unable to be identified. The root cause of the foreign material remaining in the subject device was unable to be identified. The foreign material may not have been removed because reprocessing could not be conducted properly due to a leakage from the light guide connector. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus, the gastrointestinal videoscope experienced angulation play and low angulation. The event was found during maintenance. There was no report of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunctions were identified: foreign material was found on plastic distal end cover and bending section cover adhesive due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.